Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular (rv) lead exhibited oversensing due to noise. Programming changes were made. The patient was stable and asymptomatic.